Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported on behalf of surgeon that, following intraocular (iol) lens implantation, the patient felt uncomfortable, the antibiotic medication also burned really bad when she puts in. Three weeks post iol implantation, the patient was seeing pretty well, however, was still having halos, peripheral haze and headaches too. Patient was using a corticosteroid eye drop. The patient also experienced stinging and aching in the left eye that comes and goes since surgery and also had a black eye under her eye. Six weeks post operation, eye still hurts and it felt like a migraine in her eye with foreign body sensation, very photophobic, still had halos that were not improving at all. Nine weeks post-op, her vision was doing fine except halos and glare. The patient was continuing with antibiotics, anti-inflammatory drug and corticosteroids. Six months post-op the context was reported as driving, watching tv, while reading; severity is described as moderate. Patient described the following signs and symptoms: still has glare, her distance vision is not great some days and cannot see to read well in real life situations like reading a cookbook. No medications were reported that were continued. There was a mild posterior capsule opacity observed. The patient's visual symptoms include: trouble driving at night because of glare, trouble doing near work like threading a needle or reading fine print, bad trouble seeing street signs while driving. Additional information was provided and patient stated that they are still having continuous glare, fog, halos and headache every day for 6 months. Patient had to buy readers because near vision was not good. There are two medical device reports associated with this patient. This report is associated with the left eye.